Event description:
Customer is a 50 yr old, insulin dependent diabetic on a sliding scale treatment program. She reported both inaccurately high and low blood glucose readings with test strips, lot unk. She stated that, with two bottles from the same box, she obtained readings as low as 20 and 30 mg/dl and as high as 300 mg/dl. The code was set correctly for all tests. Customer stated that on two occasions since opening the bottle, she took too much insulin because of inaccurately high readings. Both times she had a hypoglycemic reaction: she felt shaky and tingly, and had other symptoms including headache, heavy perspiration, and memory loss. At a routine appointment with her dr. The week of 2/24/97, pt performed blood glucose tests using the dr's test strips on the office meter (type unk) as well as on her meter. The results were the same. She also performed a check strip test on her meter and the result was within range. (No specific result available). Because the pt does not have normal control solution, no control solution test was performed. (A control solution test was not performed at the dr's office). Because she felt the readings with the test strips were inaccurate, customer discarded the remainder of the test strips. For this reason, she is not able to provide the lot number and the bottles in question will not be returned for eval. Customer stores the test strips in the bedroom. Customer support rep advised the customer that test strips are for use with certain brand meters only.